Manufacturer narrative:
(B)(4). The customer reported that replacing the battery pca resolved the issue.

Event description:
The customer reported that the ac power indicator led was not lit when ac power was applied.